Event description:
Info received indicates the head end brake casters are not holding when in brake.

Manufacturer narrative:
The technician found that the stretcher had a misaligned head end brake/steer hex rod with a broken set screw. The tech replaced the set screw and adjusted the brake to repair the stretcher.